Event description:
Pt had initial breast augmentation in 1974. Because of contractures she had replacements multiple times. These polyurthane implants were placed in 1990. She developed pain, itching & contracture necessitating removal. Upon removal, rupture of right implant confirmed.